Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider requested l-spine mrr guidelines. It was reported that the patient was having low back pain and bilateral leg pain. It was noted that the patient had a fall in (B)(6) 2015, and the patient doesn't think the stimulation is working as well as it did before the fall. The healthcare provider mentioned that the patient's manual was horrible in helping them figure out how to work with the patient programmer. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.